Event description:
It was reported that during the upgrade procedure, a wire was placed in anterior vessel where the lead was placed. The patient's blood pressure dropped post-surgery. Moreover, an echocardiogram was done, and pericardial effusion was confirmed. Pericardiocentesis was then performed. All lead numbers were stable, and the drain will be removed on the same day. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the upgrade procedure, a wire was placed in anterior vessel where the lead was placed. The patient's blood pressure dropped post-surgery. Moreover, an echocardiogram was done, and pericardial effusion was confirmed. Pericardiocentesis was then performed. All lead numbers were stable, and the drain will be removed on the same day. The lead remains in service. No additional adverse patient effects were reported.